Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, right ventricular oversensing was observed. Abbott technical support was contacted and confirmed that there were episodes of t wave oversensing and recommended programming changes. The patient was in stable condition with no adverse consequences.